Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor lv 5 device ruptured after filling. The device was filled with 176ml of 5-fluorouracil and 80ml of sodium chloride 0.9% at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the actual device was not available to be sent to baxter for evaluation. However, the customer was able to provide detailed photographs of the actual device. Using these photographs, the reported condition of a ruptured reservoir was confirmed during product evaluation. The root cause of this issue is currently being investigated under CAPA (B)(4).